Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Analysis found insulation abrasion at 9.5 cm from the connector pin on the is-1 branch. The location of the damage is consistent with that of friction to the icdd can.